Manufacturer narrative:
The device was returned for evaluation. CT images were provided for review. Based on the investigation findings the most likely root cause for the reported stent graft displacement is insufficient overlap between the suprarenal extension and the bifurcated stent graft. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from label review this lot have been involved in similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 21 months post-implant of a bifurcated device, and suprarenal aortic extension, a follow-up computed tomographic scan revealed compression of the suprarenal aortic extension. Reportedly, the aortic extension had displaced outwards creating a bend in the aortic extension at the overlap of the bifurcated device. The physician chose to explant the devices and treated the pt with a dacron graft.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.